Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se performed a visual inspection inside and out, by opening the unit. The filters were cleaned, water traps were drained to prevented leaks, and it resolved the pressure issue. No components were replaced. The ventilator and compressor passed all testing, and it is operating within the manufacturing specifications.

Event description:
It was reported that, during set up, the ventilator's compressor became noisy, the pressure was fluctuating, and it was not building up to the settings range. The device generated audible and visual air supply loss alarms. The compressor was the ventilator's primary gas source. There was no patient involvement.